Event description:
It was reported that after chemotherapy drug taxol infusion, the connection between lh-0031 hub and bb 3 way is loose completely.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a loose connection is inconclusive due to poor sample condition. Two photo samples of a safestep device were provided for investigation. The first photo shows a 20 ga safestep infusion set within packaging. A discofix bbraun device is also within its packaging near the infusion set. A back circle is drawn over the connectors of the two devices. The second photo shows the labeling of the discofix device. The condition and dimensions of the connectors could not be determined from the photo samples provided. Since the reported issue could not be confirmed, the complaint remains inconclusive. A lot history review (lhr) of asdss0046 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdss0046 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after chemotherapy drug taxol infusion, the connection between lh-0031 hub and bb 3 way is loose completely.